Manufacturer narrative:
Additional information: b5, e4, g2 (add source), h4, h6, h10, h11. B5: additional information received that the event was observed during chemotherapy preparation. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink, non-dehp solution set leaked at the site where the drip chamber meets the tubing. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.